Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial right knee arthroplasty. Subsequently, the patient experienced pain and swelling after hearing a snap/pop while in the gym. Treatment included the knee being aspirated and aleve prn prescribed. A revision date was planned.

Event description:
It was reported that a patient underwent initial right knee arthroplasty. Subsequently, the patient experienced pain and swelling after hearing a snap/pop while in the gym. Treatment included the knee being aspirated and aleve prn prescribed. A revision date was planned.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) . Concomitant medical products: medical product: oxf twin peg cmntls fmrl lg catalog #: 161475 lot #: 2407054, medical product: oxf anat brg rt lg size 4 PMA catalog #: 159583 lot #: 377130. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00793, 3002806535-2019-00794. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial right knee arthroplasty. Subsequently, the patient experienced pain and swelling after hearing a snap/pop while in the gym. Treatment included the knee being aspirated and aleve prn prescribed. A revision date was planned.